Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 42 mg/dl at the time of call and 41 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with juice. Customer reported that they received this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer stated that was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer was advised to performed self test ant the self test was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.